Event description:
Pt admitted for treatment of catheter induced deep vein thrombosis of left sided PICC line. The pt will require three months of anticoagulation therapy for treatment of thrombosis in left subclavian vein, left axillary vein, and left brachial vein.